Manufacturer narrative:
(B)(4) the device was manufactured may 19, 2015 - may 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. The reporter stated that the device was disconnected from the patient two days after the expected end of therapy; however, the balloon had not deflated. The reporter further stated that the device did not flow when disconnected from the patient. The device was filled with fluorouracil in 0.9% sodium chloride solution to a total fill volume of 96 ml, and had been attached to the patient's peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.